Event description:
It was reported there was a power supply overheat warning: programmer has overheated, turn power off to allow system to cool. It was also reported the fans are noisy. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported noisy fans; the fan was noisy when it was moving air. Analysis was unable to duplicate the reported overheat warning message; however the system fan was observed to intermittently not be functioning. Fuzz found in the fan. Analysis also found the programmer was intermittently out of specification on the right antenna connected functional test; the antenna connectors were tightened to resolve issue. (B)(4).